Event description:
The MFR received info alleging a ventilator had no flow and sounded a low pressure alarm and pt disconnect alarm while a pt was being suctioned. The pt reportedly desaturated and was placed on another ventilator. The ventilator was returned to the MFR for eval. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded error log was evaluated and no errors that would indicate the device shut down or failed to deliver therapy to spec were logged.

Manufacturer narrative:
The MFR contacted the (B)(4) for all info. The (B)(4) believes the event was caused by user error and that the ventilator operated as designed during the event.